Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system did not heal properly after implant. Subsequently this right ventricular (rv) defibrillation lead, the right atrial (ra) lead, and the ICD were explanted and upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The rv lead was not returned, and was retained by the customer.